Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons do not have normal click or spring back. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons do not have normal click or spring back. The keypad was removed and contamination was observed under the "up" and "ok" button contacts. The keypad buttons were found to be responsive at the time of evaluation.